Manufacturer narrative:
No report of patient involvement. A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a broken pin on the expiratory flow sensor. The flow sensor was replaced.

Event description:
The hospital reported the unit had a flow sensor failure. There was no report of patient involvement.